Manufacturer narrative:
The complaint device was evaluated and the reported event was confirmed. The evaluation identified the tip was fully fractured off. Operative notes and/or medical records were not provided for review of usage/technique. A review of the device history record was performed and no discrepancies were found. A definitive root cause was unable to be determined but the fracture may have been caused by excessive force being applied during use and/or fatigue failure after repeated high-torque use over time. Labeling review: "...instrument malfunctions which potentially result in surgical delays (thereby causing additional exposure to anesthesia, blood loss, and infection), a change in surgical plan, failure to achieve optimal clinical result and/or, infrequently, cancellation of a procedure. Such malfunctions include instrument fracture, which could make necessary removal difficult or sometimes impossible, with possible consequences of late infection and migration. Instrument fracture may also result in injury to the patient..." "...the physical characteristics required for many instruments do not permit them to be manufactured from implantable materials. If any broken fragments of instruments remain in the body of a patient, they could cause allergic reactions or infections. If an instrument breaks in surgery and fragments go into the patient, these pieces should be removed prior to closure and should not be implanted..." "...it is important that the surgeon exercise extreme caution when working in close proximity to vital organs, nerves, or vessels, and that the force applied to the instrumentation is not excessive, to prevent potential injury to the patient..." "...if there is any doubt or uncertainty concerning the proper use of instruments please contact nuvasive customer service. Any available surgical techniques will be provided upon request..." If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported the tip of the driver fractured off while final tightening the lock screw during a posterior procedure at l3/5; the broken piece was not recovered and remains lodged in the lock screw. There was no reported adverse patient or procedure impact. No additional information is available.